Manufacturer narrative:
Date of event: as the actual implant date was unknown, it was estimated to be on or about (B)(6) 2020. A review of the manufacturing records for the device was unable to be conducted as no lot number was available; as such, no UDI was generated. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events which may require intervention and / or conversion to open repair include, but are not limited to: branch vessel occlusion.

Event description:
On an unknown date estimated to be on or about (B)(6) 2020, this patient underwent endovascular treatment and was implanted with a gore® tag® conformable thoracic stent graft. Post deployment it was reported that there was unintentional coverage by the device of supra aortic branch vessels. The patient tolerated the procedure. No additional patient details or event details were provided by the physician; and no gore associate was reported to have supported the case.